Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported the cartridges from two ez45g devices dislodged in the pt's chest. There was no consequence to the pt. 9/4/96 it was reported the cartridge from the first ez45g fell into the pt's chest and was retrieved thoracoscopically. A second ez45g was opened and the cartridge from this instrument dislodged in the pt, but did not fall into the pt. A third ez45g was opened to complete the procedure without difficulty. It was reported no buttressing material was used during this procedure.